Event description:
There was an allegation of questionable results from two accuchek inform ii meters. At 12:31 a.m., meter uu14593433 gave a result of 473 mg/dl. At 12:34 a.m., meter uu14397028 gave a result of 377 mg/dl. At 12:39 a.m., meter uu14593433 gave a result of 316 mg/dl. At 12:40 a.m., meter uu14397028 gave a result of 413 mg/dl. The customer stated that the patient has issues with peripheral blood flow.

Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.